Event description:
Edwards received notification that a 25mm 11500a valve model implanted in the aortic position was explanted after an implant duration of 4 years and 9 months due to pannus. This case involved a 29-year-old patient. A 24mm mechanical valve successfully implanted in replacement.

Manufacturer narrative:
Based on further information received, section a2 (age at time of the event and date of birth) was updated. Added information sections a1 (patient identifier), a3 (gender), b5 (describe event or problem), b7 (additional text), d4 (serial number), d6 (implant and explant date), d4 (expiration date) and h4 (device manufacturer date) updated section h6 (component code), h6 (impact code), h6 (device code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusion) the device was not available for return, therefore no evaluation of the device could be performed by edwards. Without return of the device, no definitive conclusions could be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
Edwards received notification that a 25-year-old patient with an inspiris valve (this report) and a magna mitral valve (medwatch #31990) implanted in unknown positions has been placed under consideration for a double valve replacement after an implant duration of about 2 or 3 years. Double mechanical valve replacement was planned. No other information was provided.